Event description:
It was reported that the patient experienced a burning sensation in the perineum last week. In late 2008, the patient experienced a shocking and jolting sensation following a position change. Her husband pushed on the neurostimulator and these symptoms were relieved. She was exposed to a theft detector or security gate at forever 21. She set the alarm off. When she was done shopping that night, she was leaning against "the counter" and experienced "severe shocking, burning in urethra and tapping". She also mentioned that in the past, she has set off the alarms at drug stores. She experiences a slight shocking/jolting sensation when passing through these security gates. On the night of four days later, the patient experienced a shocking or jolting overstimulation sensation. The stimulation was all over her body and she was shaking all over. She now has the taste of "burnt flesh" in her mouth. On the next day, she woke-up at 3 am to a severe jolt and shocking. She was electrocuted an "felt as if she was dying". The settings were all "messed-up" when the patient used her patient programmer to turn the stimulation down. The settings were higher than they should have been on 3 out of 4 programs. The company representative ran impedance tests which came out normal. The x-rays looked good but he did not have the previous ones with him to compare. He couldn't "find anything wrong with it". In early 2009, it was reported that her stimulation was turned off due to the shocking sensations. Her healthcare provider order x-rays and did not see any damage done to the leads. The patient experienced back spasms and pain after the shocking and jolting sensations. She was worried that when she gets "zapped/electrocuted" that the therapy was "killing her". She has been able to urinate since her therapy has been turned off. She felt it may be because she's been so "severely electrocuted and shocked". It was noted that the patient fell immediately following implant with no adverse effects. X-rays confirmed that everything was fine with the device. She has lost a lot of weight since implanted and can feel the "wire" and device under her skin. On four days later, the company representative reported that the patient awakened from her sleep due to a shock that she felt through her heart, lungs, and brain. She had the taste of "burning flesh" in her mouth. Her impedance readings were normal. The healthcare provider confirmed that the patient experienced perineal pain and a burning, shocking and overstimulation sensation. In late 2008, the patient's x-rays showed no lead migration when compared to the original ones. In early 2009, the patient's device was reprogrammed. The patient recovered without sequela.